Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that the patient was still having leakage and it was not 50% better. Patient representative mentioned the symptoms were about the same as it was without the device. Caller stated when patient came back from the hospital it was at 0.8 on the first program and they raised it up to 1.0. Caller asked if they need another program or what should they do. Agent asked caller if patient felt stimulation at all since implant and caller said at the beginning patient felt the stimulation periodically without them doing anything and now they think patient only gets stimulation when they are making adjustments. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Caller mentioned patient has an appointment with their healthcare provider in july.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that patient was having lot of leaking. Patient said there are times where they have no control of release of urine and they are flowing on the floor before they get to the commode. Patient was in the hospital for a procedure. They shocked their heart for atrial fibrillation. Patient had a hard time getting back to bowel movements and urination. Walked caller through how to connect to the stimulator and increase the stimulation to a comfortable level. Patient is going to monitor their symptoms. Caller said the symptoms has been on going.